Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. During the evaluation, it was noted that the head and cup appeared to show evidence of subluxation of the joint, scratching of the bearing surfaces, and minor taper fretting. However, examination of returned device was inconclusive in determining root cause for the event.

Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2015 due to adverse reaction to metal debris and mechanical complication of the internal joint prosthesis. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00905/ 00906).